Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the facility report regarding the stained membranes was not confirmed during the investigation. No devices were returned for investigation. ¿ an external and internal inspection could not be performed. There were no suspect devices/products returned for this investigation. ¿ the devices were not returned, so records could not be downloaded. The facility provided the event logs and error logs for the suspect pump modules. No errors related to the event were found. Reviewing system event logs was deemed unnecessary. ¿ laboratory testing could not be performed; there were no suspect devices returned for this investigation. ¿ the bd alans system¿ cleaning and disinfecting procedures state the approved cleaning solution for use: ¿ clorox healthcare® bleach germicidal wipes. ¿ dispatch® hospital cleaner disinfectant towels with bleach ¿ metrex caviwipes¿ bleach disinfecting towelettes ¿ do not return a damaged device to patient use. Damaged devices can result in patient harm. Send the damaged device to biomedical engineering for repair. ¿ there was no patient involvement. ¿ the devices are used for treatment purposes as intended per 21 cfr 820.198(d)(2) root cause: the root cause of the stained membranes could not be determined as no devices were received for this investigation. However, the event reported by the facility may be attributed to the use of unapproved cleaning chemicals. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that pump module had the stained membranes. This was observed by bd representatives during their site visit. There was no reported patient involvement.

Manufacturer narrative:
Omit: a0721 - circuit failure (1089), a13 - communication or transmission problem (2896), g02005 - circuit board, c02 - electrical problem identified, c0201 - electrical/electronic component problem identified, d15 - cause not established. Additional information: imdrf annex a, c, d, g codes and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that pump module had the stained membranes. This was observed by bd representatives during their site visit. There was no reported patient involvement.